Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip cable at the proximal end. As a result, the grip cable became loose and dislodged from the distal idler pulley. The instrument was unable to perform the clip test due to the broken grip cable. There were additional observations not reported by the site and related to the reported issue. The instrument was found to have contaminated pitch and grip cables at the proximal end. The root cause is due to mishandling misuse. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of the ¿residue on the instrument clamping pulleys¿ is typically attributed to mishandling and misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. There was an additional observation not reported by the site and not related to the reported issue. Signs of corrosion were found on the instrument bearings. All the instrument bearings exhibited orange discoloration. The corrosion damaged the bearings to the point where the ball bearings were visible. The root cause of the ¿corroded/contaminated instrument bearings¿ is attributed to mishandling and misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the procedure log showed the medium-large clip applier instrument (part# 470327-09 / lot# t10180122-0089) was last used on (B)(6) 2022 during this cholecystectomy surgical procedure with system sk1429. The medium-large clip applier instrument had 9 uses remaining. A review of the provided image is consistent with the allegation of a "wire was out of track." This complaint is being reported due to the following conclusion: it was alleged that the medium-large clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer discovered that the medium-large clip applier instrument wire was out of track. The customer replaced the medium-large clip applier instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No instrument collision was observed during the procedure. The surgeon was using the large weck hem-o-lok clips at the time of the event. The instrument jaw motion did not match the action intended by the surgeon. However, the surgeon was able to apply the clip and confirm the clip closure after ligation.